Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time (rrt), device went through functional testing without receiving a full memory dump. Unable to attain full memory dump after functional testing. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2008; 694765, implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was further reported that the device was explanted.

Event description:
It was reported that the device alerted for recommended replacement time indicator. Premature battery depletion was suspected. The device will be replaced. No patient complications have been reported as a result of this event.